Manufacturer narrative:
H6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the smiths tampered seal label was intact, scratches and cracks found on lcd lens screen, cassette pin detector insulation was damaged. Customers reported problem " upstream occlusion alarm" could not be duplicated, however it was found in the device ehl to have happened multiple times. Replaced uso (upstream occlusion) sensor for preventive measure. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device was alarming "up stream occlusion." It is unknown if there was patient, or clinician injury associated with these occurrences. No further details provided at this time.